Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 2.50 mm nc balloon. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment, but the stent did not track the lesion even after repeated attempts. The device was removed and completed the procedure with another of the same device. There were no patient complications reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR: a 2.50 x 24mm synergy stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a break 22cm distal to the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues were noted during analysis.